Manufacturer narrative:
The returned charger was analyzed and the reported event of the patient experiencing charging difficulties could not be confirmed with testing of the product return. The charging system exhibits normal characteristics. A labeling review found that the user is instructed to properly align the charger for best charging results and to develop a charging routine that will keep the stimulator sufficiently charged to prevent a loss of stimulation. The light emitting diode (led) of the charger turned green when it was fully recharged with the associated base station and power supply. The charger passed the functional test and it was able to fully charge a depleted known good implantable pulse generator (ipg) in four hours. The end of charge beep was generated as expected. Therefore, this investigation determined the probable cause was due to the failure of the user to follow instructions. The user likely did not develop a charging routine that maintained a sufficient level of charge, or they did not have proper alignment of the charger and stimulator during charging.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing implantable pulse generator (ipg) charging difficulties where the ipg could be charged, but the charger itself might not be charging the ipg. The battery level of the ipg went low and the patient was rushed to the hospital in an ambulance. After the ipg was charged, the stimulation turned on and the patients symptoms improved. Since the charger could not be charged properly due to bad contact between the charger and the base station, the charger was replaced. Additional information was received that the patient was hospitalized because he was unable to move as a result of the stimulation being turned off. The patient was discharged the next day after recharging the ipg.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing implantable pulse generator (ipg) charging difficulties where the ipg could be charged, but the charger itself might not be charging the ipg. The battery level of the ipg went low and the patient was rushed to the hospital in an ambulance. After the ipg was charged, the stimulation turned on and the patients symptoms improved. Since the charger could not be charged properly due to bad contact between the charger and the base station, the charger was replaced. Additional information was received that the patient was hospitalized because he was unable to move as a result of the stimulation being turned off. The patient was discharged the next day after recharging the ipg.

Manufacturer narrative:
Correction to field d1: brand name correction to field d4: model number, lot number, catalog number, expiration date, serial number, unique identifier correction to field d6a: implant date correction filed h6: device codes, evaluation method codes, evaluation result codes, evaluation conclusion codes

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing implantable pulse generator (ipg) charging difficulties where the ipg could be charged, but the charger itself might not be charging the ipg. The battery level of the ipg went low and the patient was rushed to the hospital in an ambulance. After the ipg was charged, the stimulation turned on and the patients symptoms improved. Since the charger could not be charged properly due to bad contact between the charger and the base station, the charger was replaced. Additional information was received that the patient was hospitalized because he was unable to move as a result of the stimulation being turned off. The patient was discharged the next day after recharging the ipg.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing implantable pulse generator (ipg) charging difficulties where the ipg could be charged, but the charger itself might not be charging the ipg. The battery level of the ipg went low and the patient was rushed to the hospital in an ambulance. After the ipg was charged, the stimulation turned on and the patients symptoms improved. Since the charger could not be charged properly due to bad contact between the charger and the base station, the charger was replaced.